Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the cartridge was filled with 450 units of insulin, and approximately 11 hours later, the insulin gauge displayed 82 units. The customer reloaded the cartridge and received a minimum fill notification. Additionally, the customer received an inaccurate fill estimate after loading a new cartridge with 400 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had insulin pens available as alternate insulin therapy.